Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being stuck in the priming process. Customer reported that blood glucose was high; blood glucose levels were not provided. Customer declined further troubleshooting. Customer was also having issues with sensor.